Event description:
Customer reported that their precision xtra blood glucose meter was missing segments from the digits in the display. He then reported feeling confused and incoherent, and then reported falling out of bed. The customer was unsure how long they were on the floor after falling. He ate a piece of candy to stabilize glucose levels. It is not known if the meter was in use at the time of the reported event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.